Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the threshold for the right ventricular (rv) lead steadily rose. The lead programming was adjusted and the rv lead remains in use. The patient was a participant in the system longevity study clinical study. No patient complications have been reported as a result of this event.